Event description:
Tubing for infusion was not functional. Roller clamp on tubing set was bent and made it very difficult to clamp or unclamp tubing if necessary. Was able to use back up tubing to complete infusion without any issues.